Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump time was inaccurate by 7 minutes; cause was unknown. The customer's blood glucose level was 219 mg/dl. Reportedly, the customer corrected the pump time to address the issue.